Event description:
It was reported that the distal portion of the right ventricular (rv) lead became bent during the implant procedure. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of bent lead was not confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. A visual inspection and x-ray examination of the lead revealed no anomalies on the lead. Electrical testing revealed no indication of conductor fractures or internal shorts.